Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed a circumferential fracture at the proximal side of fiber/glass fusion zone, likely contributing to the report of fiber not working; therefore, the reported event is confirmed. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The outer-flow tubing is melted at the location of the fracture. The hene (helium-neon) laser fixture testing was conducted and the aim beam is present at the fracture location. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Based on the observed fracture identified by the hene laser fixture testing a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. It is likely that handling of the device during setup, insertion of the device into the scope, or rough technique at the start of the procedure could have contributed to a small fracture in the fiber that became more severe after the device was attempted to be fired. The fracture of the fiber under the metal cap likely lead to the observation of melting of the outer-flow tubing as the laser energy was emitted from that location and not the output window.

Event description:
It was reported that during preparation for a photoselective vaporization procedure (pvp) of the prostate, the fiber was inspected prior opening and appeared to be in good condition. However, after 35 minutes and 302,000 joules of vaporization, the fiber suddenly quit dispensing energy. The prostate tissue was thick on both lateral lobes, but the doctors technique was off the tissue. There was no fiber irrigation issues, the IV plunger showed a consistent drip throughout the procedure, the fiber tip was not cleaned during procedure, and no messages prompted on the laser screen. A second fiber was utilized to successfully complete the procedure without patient complications. The fiber was returned and analysis identified that there was a break between the fiber control knob and distal tip.